Event description:
While attempting to place 2.5 x 15 promus stent in the coronary vessel, the stent would not cross through. A previously placed stent, 2.5 x 15, was removed from the body, and fractured stent struts were noted.